Manufacturer narrative:
Unit received with operational currents within spec and passed self test and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25, power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error 25, power loss alarm, replace battery alert and replace battery now alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No blank display anomalies were noted.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 424 mg/dl at the time of incident. The customer¿s blood glucose level was 126 mg/dl prior to call. The customer was assisted with troubleshooting but was unable to complete troubleshooting. The insulin pump will be returned for analysis.